Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was setscrew damage while the physician was trying to screw. A new device was used. No patient complications have been reported as a result of this event.